Event description:
The physician intended to use a 1.5 mm diameter x 15 mm length sprinter legend rapid exchange (rx) balloon to treat a patient. It was reported that the balloon of the device failed to inflate. The device was removed from the patient and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: tip detachment most likely occurred during preparation and/or use of the device. Evaluation, conclusions: tip detachment most likely occurred during preparation and/or use of the device. Evaluation summary: a portion of the distal tip material had detached. The inflation lumen was pinched at approx 2.5cm proximal to balloon bond. The inner lumen proximal to the inner shaft marker was severely bunched. The inner lumen distal to the inner shaft marker was stretched. The balloon had been inflated. Balloon inflation time to rated burst pressure (rbp) was measured and was within specification.